Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lead configuration was reprogrammed and the phrenic nerve stimulation was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, however, the device memory of the lead performance was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.